Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. The customer changed multiple syringe needles and multiple cartridges to resolve the issue. Customer's blood glucose level was 150 mg/dl. Customer continued to use the pump for insulin therapy.